Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a tape ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product a this time. Therefore no analysis or testing has been done. Infection, irritation and inflammation (edema) are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported, "patient complaining of intermittent nausea and vomiting for five days. Was ordered a barium swallow, upon review was sent home with oral medication." "It is noted the symptoms were unchanged on three days later and the patient was admitted to hospital for further investigation." Follow-up findings: "patient underwent gastroscopy where an obstruction (food), a swelling of the oesophagus was found. Food particles removed, patient commenced on clear fluids which was well tolerated and discharge the following day. For review in 2 weeks." Final diagnosis was "food obstruction with localized oesophageal swelling." The band remains implanted. The event was not caused by the device. Follow-up findings: the patient was placed on nexium 40 mg daily. Follow-findings: health professional reported update to "patient who was unable to progress to semi-solid foods, so a repeat gastroscopy was performed, which showed gastritis++ and isolated helicobacter. Patient remains in hospital receiving IV ppi and antibiotics." Follow-up findings: health professional updated case to report the that band removed and "band removed... Pus found within localized edema at band site. [Illegible] from micro tear from food bolus. No leak found." Final diagnosis - "micro tear from food bolus."